Manufacturer narrative:
Device evaluated by MFR : device remains implanted in patient.

Event description:
It was reported that during the procedure to treat an anterior communicating artery (aca) aneurysm, two stents were used for y-stenting and coiling afterwards was also done. Curve of the right anterior communicating artery a2 segment was quite sharp, so that tracking with guidewire and micro catheter encountered resistance. But however physician managed to advance. They placed the first subject stent into this branch and went through it to place the second stent into the left a2. Procedure went well. Physician started coiling and reassured after each coil the perfusion of the acas. After placing the last coil, the final images showed the right a2 lacking perfusion suddenly. Integrilin did not help as well. Patient has no clinical deficit due to good collaterals. In the physicians opinion, it did not look like a subject stent stenosis due to thrombosis. It appeared more like the coil mass inside the aneurysm compressed the subject stent back into the vessel and squeezed it.

Event description:
It was reported that during the procedure to treat an anterior communicating artery (aca) aneurysm, two stents were used for y-stenting and coiling afterwards was also done. Curve of the right anterior communicating artery a2 segment was quite sharp, so that tracking with guidewire and micro catheter encountered resistance. But however physician managed to advance. They placed the first subject stent into this branch and went through it to place the second stent into the left a2. Procedure went well. Physician started coiling and reassured after each coil the perfusion of the acas. After placing the last coil, the final images showed the right a2 lacking perfusion suddenly. Integrilin did not help as well. Patient has no clinical deficit due to good collaterals. In the physicians opinion, it did not look like a subject stent stenosis due to thrombosis. It appeared more like the coil mass inside the aneurysm compressed the subject stent back into the vessel and squeezed it.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during intervention the physician noticed a stenosis of the stent. According to him, it did not look like in stent stenosis due to thrombosis. It looked more like the coil compressed the stent back into the vessel and squeezed it in both cases. The device was not returned as it had been implanted. The risk of the reported events are anticipated in nature as per the device risk documentation, however in this case it is possible that the event may be related to the coil mass encroaching into the parent vessel. An probable assignable cause of procedural factors will be assigned to the reported complaint, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. H3 other text : device remains implanted in patient.